Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening, red particles material was found on the shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side anterior assessed as unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade 3-4. Device was explanted and replaced with non-allergan device.